Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was experiencing shortness of breath and hearing beeping tones from the device. Device evaluation revealed that this ICD was operating in safety mode, which will provide basic lifesaving shock therapy and basic pacing. Boston scientific technical services (ts) discussed possible causes for safety mode and potential explantation of the device at the physician's discretion. It was noted that the patient had not had any radiation therapy or a magnetic resonance imaging (MRI) studies, but did have a liver sonogram. A device replacement procedure was performed and this device was explanted and a new ICD implanted.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified several faults. The faults resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data had been altered, which resulted in reversion to safety mode. It appears that some type of radiation caused the memory corruption.